Event description:
During a remote follow-up, noise was observed on the right ventricular (rv) lead. The suspected cause of the event was lead damage, however, this was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.